Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three piece lens and the lens tore. This is one of two lenses used on this pt. Add'l info has been requested from the facility but to date none has been forthcoming. If additional info does become available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. Conclusions - (no conlcusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.